Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during an unknown portion of peritoneal dialysis therapy. The patient had disconnected from the setup but did not know whether it was before or after the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient with manually draining. There was no patient injury or medical intervention associated with this event. No additional information is available.